Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump had a severely cracked and bleeding lcd glass. Unable to perform functional tests including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test due to severely cracked and bleeding lcd glass. The insulin pump had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and scratched keypad overlay. Data analysis: there was no data available due to the insulin pump not having a battery installed when received. Please see medwatch report 2032227-2015-63386.

Event description:
It was reported that the customer passed away on (B)(6) 2015, in a hospital. The customer was hospitalized on (B)(6) 2015. The customer was hit by a car while riding a bicycle. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The caller no longer has the insulin pump; unsure if the police or the lawyer has the device.